Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 47-year-old male of unknown ethnicity with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while the patient was walking down the hall, impella in aorta alarm occurred. Current motor remained the same. Recrossing was attempted at bedside under echocardiogram but unsuccessful. The 5.5 was exchanged. There was no harm to the patient.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of positioning issue was most likely due to patient movement. E4 should have been left blank in manufacturer device report 1220648-2024-12845.